Event description:
Complainant alleged that while attempting to monitor a pt, the device displayed an unrecognized "padz failed" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.